Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A logfile review for the day of treatment shows the reported treatment is the first treatment on that day. The logfile review shows the user started the treatment two times. The first time the user started the treatment and then canceled the treatment without any reason and restarted the vacuum check again, even a vacuum check was performed successfully at system start up. The treatment was restarted after a repeated successful vacuum check and finished without any error message. The vacuum suction time was 69 seconds. It was only a little longer that usual (45 seconds). No technical root cause regarding the device could be found. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company clinical application specialist (cas) reported on behalf of the site that suction time was prolonged on a bilateral flap creation case. The suction time for the left eye was 159 seconds and the right eye was just over one minute. The cas confirmed the doctor was over z-ing and holding the joystick clockwise the entire time. The patient interface felt gritty as if there were shavings or protrusions on both the cone and the top portion inside the suction ring. The laser had fired when suction issues occurred and the treatment was completed. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.